Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. While the suspect device was not returned, the user did provide photographs revealed that the wire tip had separated from the wire body. The user's complaints was confirmed. The instructions for use associated with the device state, "withdrawal, pull back, or manipulation of the guide wire distal tip through the needle tip may result in breakage or embolization. Do not advance the guide wire if resistance is met." Based on the description of the event provided by the user the root cause of the reported event is attributed to the operational context in which the device is attributed to the operational context in which the device was used. However, merit is unable to determine the exact root cause of the event without the suspect device.

Event description:
The user reported that during a fistula procedure the physician could not get the wire to advance. The physician was being very aggressive in his attempts to advance the wire and while pulling the wire back through the needle. It was at this point that the tip of the wire broke off in the patient. The patient was sent to a surgeon to have the wire tip removed. No additional harm or injury was reported.